Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that during implant, the pulse generator exhibited no output. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.